Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, the device failed the upstream occlusion testing which is considered confirmed, but further evaluation was not conducted due to the symptom being over looked during the service process resulting in the device to not be in an as-received condition, thus preventing further testing. The upstream sensor was replaced and is a known contributor to the failure. In addition to the replaced upstream sensor, the device was tested and recalibrated to ensure accurate occlusion detection.

Event description:
During baxter's functionality testing of a spectrum pump the device failed the upstream occlusion test. There was no patient involvement.